Event description:
Caller alleged discrepant results compared with the lab. Results as follows: strip lot #213040a. Date: (B)(6)2009; inratio: 4.7, 5.0; lab: 3.1, 3.1. Strip lot #214533. Date: (B)(6)2009; inratio: 3.7; lab: 3.1. Caller alleged imprecision with inratio meter. Results as follows for strip lot #213040a: date: (B)(6)2009; inr: 4.7, 5.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed for strip lot 213040a: inratio: 4.7; reference: 3.1; mean: 3.90; confidence limits: 2.3-5.7. Inratio: 5.0; reference: 3.1; mean: 4.05; confidence limits: 2.3-5.7. Inratio precision data provided by end-user for strip lot 213040a: 1st inr: 4.7; 2nd inr: 5.0; mean: 4.85; sd: 0.21; %cv: 4.37. Since 4.37 % cv is less than 20% , inratio meter results pass the criteria for precision. No further testing is required at this time. Comparison of inratio test with lab results provided by end-user at time complaint was filed for strip lot 214533: inratio: 3.7; reference: 3.1; mean: 3.40; confidence limits: 2.0-5.0. Mean and cv% calculations from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. And precision criteria was met. The results are not considered discrepant within the context of the documented variability for inr testing. Re-test value with ts was valid. It was indicated that possible testing technique may have affected test results. Meter and strips were not expected to be returned. Further testing is not required at this time. As of 11/24/2009, eighteen discrepant result complaints were reported for lot # 2130040 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.